Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient received a low battery warning and did not have effective therapy due to high impedances on the right lead. It is unknown if this occurred prematurely. Surgical intervention took place to replace the lead and may take place in the future to replace the ipg.

Manufacturer narrative:
Additional information indicates the ipg met physician expectations. There is no device malfunction; therefore, this device is no longer considered reportable. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.